Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited a fault code 01, charge timeout approximately one month after declaring elective replacement indicator (eri). Additionally, an expression of dissatisfaction was made with regard to device longevity. The device was explanted, replaced and returned to guidant for analysis.